Event description:
It was reported to boston scientific corporation that a resolution clip device was used on (B)(6) 2012 during an esophagogastroduodenoscopy (egd). According to the complainant, during the case, the clip was not able to be opened, closed, or deployed. It is not currently known if this reflects a failure to release scenario. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient condition was reported as stable post procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used on (B)(6) 2012 during an esophagogastroduodenoscopy (egd). According to the complainant, during the case, the clip was not able to be opened, closed, or deployed. It is not currently known if this reflects a failure to release scenario. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
The reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was mashed onto the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. The condition of the returned incident device was consistent with the complaint that the device failed to release from the delivery catheter. The evaluation found that the clip assembly was mashed onto the bushing which prevented separation from the delivery catheter. However, since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints (clip failure to release from delivery catheter) exist for the specified lot.